Manufacturer narrative:
Visual examination of the articular surface confirmed that the dovetail feature is compressed. The posterior surface and the edge of the rail are heavily gouged and show nicks. The dimensions were found conforming to print specifications where measured. This device is used for treatment. A complaint history search based on the product and lot combination revealed no similar complaints. The compressed dovetail indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It appears that the problems encountered are related to surgical technique used; incorrect placement and improper orientation caused or contributed to the problem.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not engage with the tibial component. Another surface was used to complete the case.